Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. . A cartridge change was performed resolving the occlusion. Additionally, it was reported that an altitude alarm occurred. Customer's blood glucose was 200 mg/dl. No additional patient or event information was provided.